Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 307 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.